Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During the af procedure, it was noted there was no contact force. The catheter was exchanged and the same issue was noted. The catheter was exchanged again and the procedure was completed with no adverse consequences to the patient.